Event description:
It was reported that the insulin pump alarmed motor error. Customer stated that she experienced a low blood glucose event. The insulin pump over-delivered insulin during a basal delivery. The current blood glucose reading is 387 mg/dl. Customer treated with insulin pump. During troubleshooting, assisted customer with clearing the motor error alarm. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.